Event description:
Customer reportedly obtained an error on the aviva system and took 20 units of novolog insulin. Within 10 minutes the customer experienced hypoglycemic symptoms and required layperson assistance. Customer received an injection of glucose and food. Requested return of suspect system and replacement was sent.